Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. Same as case 6000089-2006-01826. Same patient as 6000089 -2006-01827, and 01828. It was reported that 717 days after a coronary drug eluting stenting treatment procedure, the patient had angina and required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment identified the patient's qualifying condition as stable angina (ccs class 4) and the patient was referred for cardiac catheterization. The index procedure treated a 3.50x15mm , 90% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.50x16mm bare metal stent. A second express2 3.50x16mm bailout bare metal stent was also placed, reducing stenosis to 0%. A 60mm long lesion in the distal portion of the saphenous vein graft (svg) to the right posterior descending artery (r-pda) was treated with three commercial stents of size 3.0x33mm, 3.0x28mm, and 3.0x18mm. Patient was discharged 2 days later on aspirin and plavix. At 717 days after the implant procedure, the patient was admitted with crescendo angina. Cardiac catheterization revealed the proximal rca had tubular 70% lesion, the mid rca had tubular 95% lesion and the distal rca had tubular 80% lesion. The target lesion was treated with placement of two taxus stents in the proximal and mid rca, reducing stenosis to 0%. Percutaneous transluminal coronary angioplasty (ptca) and brachytherapy was also performed in the distal rca. A cypher drug-eluting stent was placed in the distal rca due to focal area of dissection. Angioplasty was performed to the proximal circumlfex ramus branch, reducing stenosis to less than 10%. The patient was discharged 5 days after admission. In the opinion of the physician, the relationship of the event to the study was probably, but it was unrelated to the index procedure.